Manufacturer narrative:
Concomitant medical product: non-bd needle-free connector; td: unk. The customer reported an unknown failure. Visual inspection of the as-received set sample observed majority of the male luer component's collar and part of the luer tip were broken off. Further inspection observed no stress or tool markings at the break site. The rest of the set was inspected for kinks, holes/tears in the tubing, and damages to the components. No other issue was observed. No testing of the set was deemed necessary due to the obvious damage. The root cause was identified as design of the male luer component.

Event description:
An unknown failure was reported.